Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, into a calcified native annulus, the valve was under expanded and caused difficulty when the delivery catheter system (dcs) was withdrawn. After multiple attempts the dcs was removed; however, the patient¿s blood pressure decreased. Due to the low blood pressure, cardiopulmonary resuscitation (CPR) was initiated and the patent was intubated. A post-implant balloon aortic valvuloplasty was performed with a 25mm non-medtronic balloon which expanded the valve. Additional CPR was provided and medication was administered. Ventricular tachycardia was present and one shock was required to reset the rhythm. Positive results were observed with intrinsic pressure return. Due to the CPR, the valve dislodged down from the deployment position. A deep and broadened qrs complex was observed with good diastolic pressure. The position of the valve was determined to be acceptable as the valve appeared functional. It was noted that the left ventricle function was 35% pre-operation and 15% post-operation. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the incomplete expansion may have been attributed to the patient¿s calcification level. It was reported that the patient¿s native annulus was calcified but a review of the patient¿s pre-case plan (executive summary) showed mild calcium present on the cusps and no calcium in the aortic annulus. Therefore, a conclusive cause for the valve under-expansion could not be determined. One (1) video clip provided with the complaint was reviewed. It was confirmed that the valve¿s inflow portion was severely constrained when it was deployed to 80%. It was also reported that there was difficulty removing the nose cone of the delivery catheter system (dcs ¿ lot 0009422814) due to the under-expanded valve. The evolut pro system instructions for use (IFU) instructs for catheter removal, ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The video clip received could not conf irm the reported difficulty with retrieving the dcs so a conclusive cause for the issue could not be determined. Difficulties removing the dcs typically do not indicate a device issue. Removal difficulties do not typically indicate a device issue. In this event, the dcs was removed after multiple attempts but the patient¿s blood pressure was compromised and low. Due to the low blood pressure, cardiopulmonary resuscitation (CPR) was initiated and the patent was intubated. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. The cause of the patient¿s compromised hemodynamics could not be determined from the available information. Conduction disturbances are known potential adverse events associated with the valve implantation in the IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects and anatomical considerations. Based on the information received, the cause of the ventricular tachycardia is unknown or if it was related to the valve. It was also reported that the valve moved down from the deployment position due to the CPR. Other potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the dcs during positioning, patient calcification levels and compliance of the aorta and native vessels. However, in this case, the valve dislodgement was likely due to the multiple CPR¿s given to the patient. Deep and broadened qrs was observed with good diastolic pressure. The position of the valve was determined to be acceptable as the valve appeared functional. No paravalvular leak (pvl) was identified on aortogram and no additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.